Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming "no disposable pump-pump won't run." The reservoir volume of the reported device was 86.7ml, rate at 2.2ml/hrs, and 13.30ml was given. A few small air bubbles were observed in the tubing that extends across the top of the cassette. There was no patient, or clinician injury associated with this occurrence.